Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced continuous glucose monitor (cgm) signal loss to the ilet after receiving a ¿reconnecting with sensor¿ alert while using a dexcom g7; the user was guided to toggle bluetooth and reenter the sensor code and was advised on reconnection timeframe. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing input due to unavailable sensor data. User support included frontline technical troubleshooting and user education to restore the cgm-to-pump connection. Investigation of this case revealed a communication interruption between the cgm sensor and the ilet, consistent with signal loss, which resolved with standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was likely user-environmental or connection-related factors leading to transient cgm communication loss.